Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report 1627487-2021-12717. Related manufacturer report 1627487-2021-12719. Related manufacturer report 1627487-2021-12720. It was reported that patient experienced infection. It is unknown when the infection occurred. Patient was on oral antibiotics however the infection has not resolved. A surgical revision took place on (B)(6) 2021 where in the infection site was washed out. The device system remains implanted. Patient continues to be on oral antibiotics. No additional information is available at this time.